Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a "scan again in 10 minutes" error message with the adc device. The customer experienced symptoms of weakness, dizziness, and inability to stand up. The customer was treated with sugar and glucagon by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.